Manufacturer narrative:
H.6. Investigation summary: material #: 368609 lot/batch #: unknown bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported that during use with the bd vacutainer® eclipse¿ blood collection needle, the sleeve fell off causing the user to be stuck with the used needle. The following information was provided by the initial reporter, translated from french: the department states that during a blood sample collection at the consultations, when pressing the pink valve to secure the needle after collection, the pink valve securing the needle became detached from the dm, and the eide pricked himself with the hollow needle, which was no longer protected.

Event description:
It was reported that during use with the bd vacutainer® eclipse¿ blood collection needle, the sleeve fell off causing the user to be stuck with the used needle. The following information was provided by the initial reporter, translated from french: the department states that during a blood sample collection at the consultations, when pressing the pink valve to secure the needle after collection, the pink valve securing the needle became detached from the dm, and the eide pricked himself with the hollow needle, which was no longer protected.

Manufacturer narrative:
D4. Medical device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H4. Device manufacture date: unknown.